Event description:
A customer contacted beckman coulter inc., (bec) to report a failed troponin (accutni) calibration. The issue is associated with the access 2 immunoassay system. It was determined the customer had been sharing reagent packs between the two access 2 systems. No patient results were generated off the shared reagent pack as it was a new lot number and the calibration failed. There have been no reports of death, injury, or change to patient treatment in association to this event.

Manufacturer narrative:
A customer technical support (cts) assisted customer in troubleshooting. When the pack sharing occurs, the instrument does not detect that the pack test count is incorrect. Service was not dispatched for this event. Use error is the root cause for this event. (B)(4).